Manufacturer narrative:
Pt info: unknown, information not provided. Implant and explant dates: if implanted or explanted, give date: not applicable, information provided reasonably suggests the lens was inserted and removed and replaced during the same procedure. Other: it was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that haptic was broken during insertion of tecnis monofocal intraocular lens (model zcb00, +14.0 diopter). There was patient contact with the lens. Reportedly the lens was replaced with same model and +14.5, a larger diopter lens. There was no incision enlargement, no vitrectomy, no medical intervention. Patient was doing good. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.